Manufacturer narrative:
The event of " infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional later "fever of 40 centigrade degrees, decreased blood pressure, and generalized erythema were observed. Suspected wound infection and started antibiotic treatment" and "a tsst-1-producing strain of mrsa." Device status is unknown.